Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that vessel tortuosity was normal. The patient didn't experience any symptoms related to the premature detachment. The cause of the pusher kink was not determined. There were no issues that resulted in the damage that was found. No detachment attempts were attempted. It was noted that the doctor used 5 or 6 coils in total. The coil was implanted in the intended location.

Manufacturer narrative:
Continuation of d10: product ID apb-1-3-3d-es (lot: b242340); product type: ; implant date n/a; explant date n/a product ID apb-1-2-hx-es (lot: b009903); product type: ; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil (lot #b242340) wire was broken. It was reported the pusher was kinked/broken. There was friction or difficulty during testing or delivery. The continuous flush was administered during the procedure. It was reported the coil (lot # b239068) was detached when the doctor took it out. It was reported the axium coil (lot # b009903) wire was broken. It was reported the pusher was kinked/broken. The continuous flush was administered during the procedure. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
H3: the axium prime coil was returned for analysis. The actuator interface was found securely attached to the coupler tube. The break indicator was found separated from the remaining pusher. The three tack welds were found present but broken. The coin was found retracted out of the lumen stop. The shield coil was found undamaged. The implant coil was already detached from the pusher and not returned for analysis. Based on the analysis performed, the customer report of ¿premature detachment" was confirmed. The cause of the premature detachment was due to the broken tack weld. Evidence of welding was found at the three tack welds. It is possible that the tack weld became broken due to handling during removal from the dispenser coil, however, the likely cause could not be confirmed. It is also possible that the tack weld became broken during handling during packaging/manufacturing, therefore, a DHR review will be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.